Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd q-syte closed luer access device septum is damaged. The following information was provided by the initial reporter: propofol no longer reaches the patient membrane damage. When did the incident occur? During use. 24 apr. Was the device used in/on the patient when the problem occurred? Yes. Has the patient or user been injured? If yes, please explain this no. Was the doctor present when the problem occurred? Yes. If leakage has occurred, please confirm the leaked fluid. Propofol. Was additional medical intervention/medication required? If yes, please explain this no.

Manufacturer narrative:
Investigation results: the complaint that medication was not reaching the patient was confirmed; however, the root cause could not be determined. Three photographs and two q-syte connectors were provided for investigation. One connector was received in sealed unit packaging and no damage or defects were identified on the sample. The other sample exhibited a fractured top body that was stuck inside the luer lock of a non-bd extension set. As the device has been opened, it could not be determined with certainty whether the damage originated during manufacturing or use of the device. A review of the production records from the implicated lot showed no related quality issues or process deviations during manufacturing. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.